Event description:
Smiths medical has informed us of an event that the inflation line became detached from the tube. The product was tested before use, orally inserted and had been placed in the pt for three days. The nurse was performing oral care on the pt and noticed that the pt uttered a sound. The nurse checked the cuff pressure and the indicator was at zero even after air was infused. The inflation line was found to have detached. No adverse outcome. Event occurred at hospital.